Manufacturer narrative:
The technician found that one of the foot end casters was worn and not holding. He replaced the brake casters to repair the stretcher.

Event description:
Information received indicates the brake caster did not hold on the foot end of the stretcher.